Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bos, six charge processes had been documented in the device memory. The memory content of the ICD was analyzed. The ICD was deactivated at the time the product was received. In addition, the analysis showed no indications of a malfunction of the device. All available trend data demonstrate specification-conforming device behavior. On (B)(6) 2016, the reported date of the incident, no episodes had been documented in the device memory. Next, the ICD¿s abilities to provide therapy were tested. The antibradycardic output signal was proper and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. A test of the sensing functions of the ICD showed proper behavior; the ICD sensed supplied signals free of interference. The sensing thresholds matched the programming and were as expected. In summary, the device proved to be fully functional and matching the technical specifications during the analysis. In particular, the tachycardia detection and therapy functioned properly. There were no indications of a device defect. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 6 months, it was reported that the patient experienced syncope and was resuscitated for about 20-30 minutes until the arrival of the emergency doctor. The emergency doctor diagnosed ventricular fibrillation. Six external defibrillations followed. Two more external defibrillations were reported after arrival at the hospital. An infarction was also diagnosed. The patient died.